Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 18. Details of surgery: bone overheating, nerve encroachment, sinus perforation and immediate extraction site. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding, abscess and fistula. No further patient complications were reported.